Manufacturer narrative:
Reported event: an event regarding cup placement discrepancy involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method and results: device history review: a review of the DHR associated with rio 383 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding cup placement discrepancy. There were 9 other reported events (B)(4). Conclusion: the session and log data from the case were reviewed. An analysis of system verification values and bone registration was completed. Based on this analysis, all system verification values were within tolerance. No sign from the checkpoint indicate any bumped array. Based on the bone registration analysis, the pelvis was properly registered. No system defect or malfunction is suspected.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). Upon completion an intra-op x-ray revealed a sub-optimal acetabular cup orientation compared to the plan. Manual re-implantation in an optimal orientation was necessary. The outcome of the surgery was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). Upon completion an intra-op x-ray revealed a sub-optimal acetabular cup orientation compared to the plan. Manual re-implantation in an optimal orientation was necessary. The outcome of the surgery was successful.